Manufacturer narrative:
H3:item no:9560100, lot no:my21e001 during the inspection at the time of acceptance, the requested issue was reproduced, and it was observed that the threads of the hand screw were deformed, and that the bearings were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via manufacturer representative regarding a device used for spinal therapy. It was rep orted that the stopper broke, which was discovered during inspection before cleaning and sterilization (pre-operative). There was no patient involved during the event. There were no further complications reported regarding the event.